Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device settings need to be assessed to determine why this pyxis would not allow the end user accessing device to override medications in this pyxis. End user with reporting nurse role type attempted to remove vaccines on the override function for a patient but the option was non-existent on that device, user also logged in and found the same patient that reporting nurse was trying to remove vaccines under, and the override button was not present at bottom of screen. They looked up another patient and same thing, no override button. User went in to match settings to another pyxis device (mirrored settings to blue-green pyxis) and issue still persisted. Requested to help them identify why override button was not present for that device. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the override option was not present on the device. The technical support specialist (tss) worked with the customer, who wished to swap licenses for the profile station. The tss assisted the customer in completing the resolution, and the stations were successfully swapped between profile and non-profile configurations. The system functioned as intended after the technical support specialist troubleshot the device.